Event description:
It was reported that an user paused insulin therapy on the ilet to avoid additional dosing, and the agent provided education that the system automatically suspends dosing during rapid glucose decline or when glucose falls below 85 mg/dl. There were no reported adverse clinical effects. Outcomes included no reported impact on health status. Investigation included customer support troubleshooting and user education on appropriate use of the pause function and system automation. Investigation of this case revealed no device malfunction and no component failure, with user behavior identified as the precipitating factor. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy management, mitigated through education.